Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the rapid atrial pacing (rap) display was intermittent. Therefore, the epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the rapid atrial pacing (rap) display was intermittent. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of an intermittent rapid atrial pacing (rap) display. The device passed all testing. The upper case was found to be broken, and the ring was bent. (B)(4).